Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced on the system. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the surgeon monitor was black. No patient was involved. No further information was provided.

Manufacturer narrative:
The monitor was returned for analysis. Functional testing determined that monitor was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information/device evaluation: the hardware part that was replaced on the system was the surgeon monitor. If information is provided in the future, a supplemental report will be issued.